Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event as follows: contra-indications ¿ "do no inject juvéderm ultra¿ xc in the eyelids. The application of juvéderm ultra¿ xc in the undereye area is to be performed only by specialists specifically trained in this technique who have a sound knowledge of the physiology of this particular area." Undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the infraorbital area for "infraorbital depression treatment" with juvéderm ultra¿ xc. The procedure was performed according to standard technical procedures and "assepsia." The next day patient developed local edema without a spontaneous reversal. Two weeks later the patient was treated with massage, drainage, and "topical use of a tensile formulation for the eyelids" in an attempt to improve the local skin. Two months later "a new syringe was used on an inferior filling in the orbital region in order to soften the edema appearance." Symptoms are ongoing without improvements and patient has "exacerbated permanent edema" in the treated areas (inferior orbital regions)."